Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and difficult to remove the guide wire were able to be confirmed. The difficult to position with the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire or shaft separations from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a coronary artery intervention, while advancing the 2.75 x 48 mm xience xpedition stent delivery system (sds) over the non-abbott guide wire outside the anatomy, the two devices became stuck. Force was applied to separate the devices, but they remained stuck and the proximal shaft of the xience xpedition separated. Both devices were removed without reported issue. A second non-abbott guide wire and xience xpedition sds were used successfully in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s; however, is similar to a device sold in the u.s.